Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's receiver was overheating. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, concomitant medical products and therapy dates - additional, initial reporter - email address - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing could not be performed because the receiver would not boot up; therefore; the data log could not be downloaded. The receiver case was opened for further evaluation. An interior inspection found the a defective u5 on the main printed circuit board assembly. It was noted the u5 would get hot when receiver was connected to a charger. The reported event of an overheating receiver was confirmed. The root cause was determined to be a defective u5 on the main pcba (printed circuit board assembly).